Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "continuous call back to pump for air in line." Resolution: removed line from pump, clamped green clamp. Continuously tapped line starting @ clamp with a hard object (pen) and massaged the line x 10 minutes until all visible micro bubbles were above the medication port. Primary IV line opened and medication line back primed to clear air from line. Pump lowered as low as possible. IV lines hung so no IV line was looping down. IV line after pump was raised above pump so that air bubbles would not back flow through pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was provided for investigation. Upon evaluation of the unit, leakage testing was performed with passing results. To replicate the reported concern, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during testing. A measure of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported concern was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.